Event description:
During the procedure, surgeon was holding the scope and the driver in each hand while his assistant hit the driver (plunger on handle) to advance the implant. Company rep present in the case stated the surgeon was toggling the drivers (x2) while these were being hit and each driver was hit approx 40 times. The drivers were very difficult to remove. The tip of the drivers broke off and it is believed the small threaded tip remains lodged in the implant inside the pt's shoulder. Hospital did not report any adverse consequences as a result of event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The small threaded tip of the driver has broken off and the plunger button on the handle is missing. The scratches on the shaft indicate pliers were used to remove the driver from the implant. As initially reported, the surgeon was holding the driver while the assistant stroke the plunger. This was most likely what contributed to the numerous strikes needed to achieve implant advancement and consequently the difficult driver removal reported. This event was attributed to misuse.